Event description:
During a supraventricular tachycardia procedure, complete heart block followed by asystole was noted while using the TactiFlex catheter. After RF ablation with the TactiFlex catheter it was noted that the patient was in complete heart block followed by asystole. It was noted there were no patient symptoms prior to the heart block being noted. Emergency RV pacing was started using a Supreme Quad catheter that was already in the RV. The patient then emergently received a pacemaker. The AVNRT ablation was completed successfully, and the patient is currently stable. The physician alleged the incident to be caused by constant and erratic movements of the patient during ablation. The physician states the outcomes is not due to any fault of Abbott catheters. It is stated that there are no alleged product performance issues with any Abbott device and there are no complaints against any Abbott device.